Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Product was returned and an evaluation was conducted. Visual inspection of the product shows no noticeable wear or deformities with the device. The treads of the bolt were functional tested with a thread gage, which show the threads were within specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products - fem nail retro 10.5 mm x 300 mm, cat#: 14-444230, lot#: 475930. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a trauma nail procedure, the bolt was noted to be worn and needed to be replaced in order to complete the procedure. No adverse events have been reported as a result of the malfunction.